Event description:
It was reported that the pt complains of continuous right hip pain, since the surgery. He has received cortisone shots to minimize the pain and is now affecting his walking. Surgeon has stated that both hips need to be replaced due to deterioration, bone loss, and muscle loss. Right hip is scheduled to be revised on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.